Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 3888-45, lot#: v223086, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot#: v588268, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a replacement because her first healthcare provider (hcp) put the implant up in the back behind the ribcage and a lead came disconnected. The hcp didn¿t understand the lead/therapy was not serving the patient. She left the hcp¿s office crying in pain and the hcp said there was nothing he could do for the patient. She found a new group of hcp¿s who found the lead was disconnected on one side and a revision was done which was a big ordeal. The event started in (B)(6) of 2013. The patient noted that now their device was fabulous and therapy was working beautifully; she was getting 65% relief from therapy.